Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date. No product information has been provided to date.

Event description:
It was reported that the pump displayed a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 07-jun-2022 via email and attached to complaint object: patient details updated in complaint.